Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: e1: reporter phone number: 717-531-8410 ext 343711 h3, h6: a product investigation was conducted. Service and repair evaluation: the customer reported that the item reverse is not working. The repair technician reported cracked contact plate, discolored membrane vent, cosmetic test failed, forward and reverse was intermittent, discolored wires, rust on motor and debris on internal components. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection on 19-aug-2024 and will be returned to the customer upon completion of the service and repair process. The evaluation was not confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: device history record (DHR) review conducted: part: 05.000.008 synthes lot:004012 supplier lot:004012 release to warehouse date: feb 15, 2011 supplier: (B)(4) review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the item reverse is not working. It is unknown when this was observed. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. This report is for one (1) hand piece for battery powered driver this is report 1 of 1 for complaint (B)(4).